Event description:
Device issue: dislodged stent. Time of device issue: during procedure. Adverse event: medical intervention. It was reported that during the procedure in the right coronary artery (rca), after pre-dilatation, the rx promus stent delivery system (sds) could not advance beyond the primary curve of the non-abbott guiding catheter. A second attempt was made to push the stent system; however, it could not advance into the coronary. The sds was removed from the vasculature and reopro was administered. The pt developed st elevations, chest pain, shortness of breath, hypotension, bradycardia, and nausea; all were treated with medications. Angiogram revealed that the stent had dislodged from the balloon and became caught on the stent struts of a previously placed unspecified stent in the rca. A non-abbott dilatation balloon was inflated to compress the stent against the vessel wall. A non-abbott stent was then deployed over the compressed stent treating the target lesion. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). The device has been received. The investigation is not yet complete.